Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the second implant of the fast fix 360 did not got locked over the meniscus and came back with the needle, it had to be cut down. T2 was removed using a grasper. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the second implant of the fast fix 360 did not got locked over the meniscus and came back with the needle, it had to be cut down. T2 was removed using a grasper but it is unknown what happened with t1. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.